Manufacturer narrative:
The complaint will be updated once the investigation is completed. Trends will be evaluated.

Event description:
Allegedly, patient was revised due to instability. Revision njr number: (B)(6). Side: r. Primary asa: p3 - incapacitating systemic disease. The following components have no alleged deficiency and were not revised during this surgery: advance primary femoral size 4 right nonporous kftcnp4r lot # 1664597 qty. 1. Advance ii cocr tibia base nonporous sz 4 standard ktccnp40 lot # 1543907 qty. 1.